Manufacturer narrative:
Evaluation begun, but no conclusions made.

Event description:
During routine preventive maintenance, the pump console did not display an expected "motor" alert message when tested. The device was repaired at the user location. There were no adverse consequences to a patient as a result of this event.